Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed "re-attach cassette" while no cassette was attached. Additional information was provided that confirmed no cassette was in use or removed when the alarm occurred. It was reported that there was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. Sensor and functional tests were conducted on the pump. The event history log was reviewed and there were latch opened/closed alarms as well as a "cassette not attached properly" alarm. The event history log did verify that the customer was having an issue of some kind with the "cassette not attached" alerts. The reported "reattach cassette" issue was unable to be duplicated. The pump was recalibrated as a precaution.